Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure three inpact 018 balloons were used to treat the patient. During procedure patient suffered dissection grade d prox arteria popliteal left (distal to the treated area) (B)(6) 2025). Ancillary atherectomy treatment was given during the index procedure was a non-medtronic device. The dissection was caused by the three medtronic balloons and the physician noted, the adverse event was probably related to the atherectomy-system (non medtronic) also. The dissection was treated with non-mdt provisional/bail-out stent and dilatation of the stent with plain old balloon angioplasty (poba). The patient recovered.